Event description:
Related manufacturer reference numbers: 2017865-2023-18557. It was reported that the patient presented with the right ventricular lead and right atrial lead exhibiting noise over-sensing possibly due to electromagnetic interference. Programming changes were made. Further information regarding patient condition was requested but not received.